Manufacturer narrative:
Eitan medical ltd is formerly named q core medical ltd. The fei number is the same: (B)(4).

Event description:
The complaint was reported by a customer from USA. Unknown issue.

Manufacturer narrative:
Eitan medical ltd is formerly named q core medical ltd. The fei number is the same (B)(4).

Event description:
The complaint was reported by a customer from USA: unknown issue.

Event description:
The complaint was reported by a customer from USA: unknown issue.